Manufacturer narrative:
The manufacturer received information in relation to a dreamstation auto bipap unit and patient reported an alleged that the power was corroded, but the device was not returned to the manufacturer. Analysis of past events has not indicated an adverse event has occurred due to corrosion. Review of the risk file indicates the potential for a serious adverse event occurring as a result of this incident is unlikely. Additionally, the risk file indicates that corrosion will not substantially affect the performance of the device. This complaint is considered not reportable.

Manufacturer narrative:
H3 other text : device not returned to manufacturer.

Event description:
The manufacturer received information that a device started showing an error and would not power up. The user took the device to their dme for evaluation. The dme visually inspected the device and found the power connector rusted. There was no report of patient or user harm or injury. The manufacturer's investigation is ongoing. A follow-up report will be submitted when the manufacturer's investigation is complete.